Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 90% stenosed de novo lesion was located in the moderately tortuous mid right coronary (rca) artery. The physician advanced the 4.0mm x 12mm quantum maverick balloon catheter. On the first inflation the balloon was partially inflated to an unknown pressure and ruptured. The device was removed from the patient intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)